Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision surgery booked as surgeon suspected the cup was loose. The cables, trochanteric grip, head and stem were removed. The liner was removed using a drill bit and screw. The cup was assessed to see stability. The surgeon reported the cup was loose, and proceeded to remove the screws and explant the cup. Replacement devices were used. Patient reported ongoing pain following primary operation.

Manufacturer narrative:
An event regarding pain associated with implant loosening involving a trident shell was reported. The event was confirmed. Device evaluation and results: the device was visually un-remarkable. Medical records received and evaluation: review of the provided medical records by a clinical consultant concluded: "no information is present to provide clues for possible causes of failure. As such can this case not be solved with the current information." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: review of the provided medical records by a clinical consultant concluded "no information is present to provide clues for possible causes of failure. As such can this case not be solved with the current information" further information such as operative reports and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision surgery booked as surgeon suspected the cup was loose. The cables, trochanteric grip, head and stem were removed. The liner was removed using a drill bit and screw. The cup was assessed to see stability. The surgeon reported the cup was loose, and proceeded to remove the screws and explant the cup. Replacement devices were used. Patient reported ongoing pain following primary operation.